Event description:
The suture was used during a skin closure procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/14/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed, however, the exact cause of the difficulty could not be reliably determined.